Event description:
As reported, during an unknown procedure, the tip of a cxi support catheter separated. The catheter made patient contact. Per the reporter, a "black piece" of the catheter came off the tip of the catheter. The piece was removed from the unspecified wire, fell on the floor, and was unable to be found. Another catheter was used without issue and no further interventions were required. At this time, no adverse effects to the patient have been reported. Additional information has been requested.

Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unknown procedure, the tip of a cxi support catheter separated. The catheter made patient contact. Per the reporter, a "black piece" of the catheter came off the tip of the catheter. The piece was removed from the unspecified wire, fell on the floor, and was unable to be found. Another catheter was used without issue, and no further interventions were required. Additional information was received 21may2025. Approximately four centimeters of the catheter tip separated at the beginning of the procedure, which involved treatment of the anterior tibial artery via pedal access. Resistance was not encountered during insertion or advancement of the catheter through a 5-french pedal access sheath, over a 0.014-inch wire guide. The anatomy was not stenosed, tortuous, or calcified. A power injector was not used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawings, manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The catheter tip was separated. The remaining catheter tip measured 5-millimeters in length. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on five devices from a sub-assembly lot; however, all affected product was scrapped prior to release from cook. A review of complaint history found no additional relevant complaints for the final or sub-assembly lots. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on a sub-assembly lot, all non-conforming product was scrapped prior to release from cook, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5, d10, e1, e4, h6 (annexes e and f). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 21may2025. Approximately four centimeters of the catheter tip separated at the beginning of the procedure, which involved treatment of the anterior tibial artery via pedal access. Resistance was not encountered during insertion or advancement of the catheter through a 5-french pedal access sheath, over a 0.014-inch wire guide. The anatomy was not stenosed, tortuous, or calcified. A power injector was not used. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event.